Event description:
It was reported that (1) h2tuv and (1) lcsk5 were used during an unknown procedure. It was reported by the affiliate that the device malfunctioned. Opened another device to complete the case. There was no adverse pt outcome.